Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 cubie pocket a3 had failed. A field service engineer removed the back panel, checked the light emitting diodes on the printed circuit board assembly, no issues found. The fse discovered that the inseparable magnet was missing from the latch, removed the back of the drawer and latch inseparable, replaced the latch inseparable, reassembled the drawer, reconnected the bus cable, and powered up the station to resolve the issue. The fse then tested the drawer in the hardware test application. The system functioned as intended after the field service engineer repaired the device.